Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's act button was unresponsive and harder to press. The customer¿s blood glucose level was unknown. Customer declined troubleshooting. Customer stated that the insulin pump rewind took longer and loud noise during priming or rewind. Customer stated that they experienced no delivery alerts. Insulin pump had crack on the screen. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive/motor anomaly, unexpected motor noise anomaly or rewind anomaly noted during testing. The motor was tested outside of the device and passed. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. No cracked display window or damage noted on the lcd glass noted. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.